Event description:
Customer reported that she had unexplained high blood glucose. Called the paramedics and she was hospitalized due to high blood glucose. The blood glucose reading was over 500 mg/dl at the time the paramedics arrived. Customer stated that she went to the md and got a shot for her migraine headache, but she started throwing up and her husband called the paramedics. Customer stated that she had migraine headache and a urinary tract infection prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.